Manufacturer narrative:
Initial reporter address 1: (B)(4). Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified external iliac artery to superficial femoral artery. A 7.0mmx40mmx135cm sterling balloon catheter was advanced for dilation. However, during first inflation at 8 atmospheres for 30 seconds, the balloon ruptured. The device was removed and the procedure was completed with a different device. There were no patient complications reported and the patient was in good condition.